Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device turned itself off and on again during ventilation. It then went into standby and error code 17.03.001 was displayed. No injury was reported.

Manufacturer narrative:
The affected evita 4, manufactured in march 1999, was checked on site by dräger service. The recorded error code 17.03.001 indicates a problem with the memory content of the flash eproms on the graphics controller circuit board. The problem was solved by downloading the software onto the graphics controller circuit board again. The device behaved as specified for this error and generated a visual and acoustic alarm. In general, this error does not affect ventilation and does not lead to a warm start, but in rare cases a warm start is necessary to continue the device's function. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned itself off and on again during ventilation. It then went into standby and error code 17.03.001 was displayed. No injury was reported.